Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation. Furthermore deformations of the outer conductor coil 17 cm to 18 cm distal to the is-1 connector pin were noted. These damages most likely resulted from the extraction procedure. With regard to the clinical observation the analysis did not show any deviation which might have been contributory. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to twiddler's syndrome. Should additional information be received, this file will be updated.